Manufacturer narrative:
Based on the claim against the product by the customer noting error 25521, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm)2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm2 was returned for failure analysis, and the reported failure (error 25521 during case) was able to be reproduced during sine cycle. During evaluation, the slip ring, was found to be loose, causing the mtm2 to fail for error 25521 during sine cycle. The slip ring was seat properly. All test performed via dte and matblab passed. As a precaution: the slip ring assy will be replaced. The complaint regarding error 25521 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A log review confirmed the procedure date of 04-nov-2022 on system (B)(4). The probable root cause is attributed to component failure of the mtm2. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a 25521 error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, error 25521 was received. Technical support was contacted, and the technical support engineer was informed by the customer that they did a couple of power cycles and a breaker on the surgeon side console (ssc). The tse had the site power off and move the left master tool manipulator (mtm) around then power back on the system. At startup, the left mtm faulted again, which was a hard fault. The doctor was going to convert the case to laparoscopic. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system was inspected prior to the procedure with no issues. The surgeon converted to laparoscopy due to the reported issue with no patient harm.